Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The pt later presented with left leg claudication, and on (B)(6) 2012 underwent another procedure. An iliac extender was placed inside the contralateral leg, resolving the partial occlusion of the device.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.